Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of insulin pump was difficult to press. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump received low battery alerts on time also crack near battery compartment. The device will not be returned for analysis.